Event description:
Spontaneous call, pt's wife reports pump black lever not going all the way back and syringe jumps out. Rph confirmed proper technique. Pt able to do infusion. Will ship new pump and return old one for inspection. She also states pt has knots in stomach that last 2 days. We will ship different needles to see if this helps. No other info known. Was the device replaced? Yes. Reported to (B)(6) by pt/caregiver.